Manufacturer narrative:
As the updated product is not a medtronic reportable device. No further information will be provided. This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia by laparoscopic repair. The patient experienced surgical revision; hernia recurrence; pain; swelling in the groin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced surgical revision; hernia recurrence; pain; swelling in the groin.